Event description:
During a procedure at the user facility, the device was found to be overheating. There were no adverse consequences related to this event.

Manufacturer narrative:
During service at the manufacturer, the service representatives were unable to duplicate the reported heat symptom, but found electrical components to be in states which indicated a heat incident had occurred. Inspection of the rotational components indicates that the cause of the heat was likely use beyond duty cycle, and not due to component failure.

Event description:
During a procedure at the user facility, the device was found to be overheating. There were no adverse consequences related to this event.